Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had high thresholds. The following physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).